Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no unexpected battery out limit alarm noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had battery out limit. Blood glucose was unknown. Customer reported that insulin pump keeps alerting battery out limit even after a new battery has been changed. The insulin pump will be returned for analysis.